Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed several days of atrial lead alerts. A boston scientific technical services consultant found pacing impedance spikes and an out of range measurement on the atrial channel. Additionally, there were many inappropriately stored atrial tachycardia response (atr) events due to oversensing of the minute ventilation signal. The consultant informed the caller that the episodes would be prevented by turning off respiratory rate trend (rrt). No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed several days of atrial lead alerts. A boston scientific technical services consultant found pacing impedance spikes and an out of range measurement on the atrial channel. Additionally, there were many inappropriately stored atrial tachycardia response (atr) events due to oversensing of the minute ventilation signal. The consultant informed the caller that the episodes would be prevented by turning off respiratory rate trend (rrt). No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed several days of atrial lead alerts. A boston scientific technical services consultant found pacing impedance spikes and an out of range measurement on the atrial channel. Additionally, there were many inappropriately stored atrial tachycardia response (atr) events due to oversensing of the minute ventilation signal. The consultant informed the caller that the episodes would be prevented by turning off respiratory rate trend (rrt). No adverse patient effects were reported. Additional information was received detailing that the patient has been experiencing pain around the incision site.